Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the pacemaker transmission revealed that there was a possible unusual battery longevity estimation. The nurse noted that the longevity estimation seemed unusually high, and the longevity estimation increased from the previous estimation in the most recent transmission. The patient will continue to be monitored.